Event description:
The customer obtained one discordant falsely depressed enzymatic creatinine_2 (ecre_2) result for one patient sample on an atellica ch 930 analyzer. The result was not reported to the physician(s). The same sample was used to perform repeat testing on an alternate atellica ch 930 analyzer. The repeat result was higher and considered correct. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecre_2 result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and noted the quality control (qc) and calibration were valid at the time of sample processing. The customer stated the event was a singular occurrence on the patient sample (B)(6). Siemens reviewed the atellica ch 930 sample data, auto-check, and photometer data, and there were probe clog errors. The potential cause of the issue is foaming. Siemens is investigating the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00107 on 12-apr-2022. Additional information (29-apr-2022): siemens noted that quality control was in range, and there were no issues with other patient samples. The instrument and reagents were performing acceptably. Siemens reviewed the system logs, observed a foaming issue, and noted that pre-analytical variables could affect the quality of the sample, and deviation from recommended best practices can impact results. The potential cause of a discordant falsely depressed enzymatic creatinine_2 (ecre_2) result on one patient sample is unknown, and siemens cannot rule out a sample-specific issue. The atellica ch 930 analyzer is operating as specified. No further evaluation of the device was required.